Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the bands was attempted to use; however, both bands failed to deploy. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the second of two speedband superview super 7 devices used in the same procedure/patient. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the bands was attempted to use; however, both bands failed to deploy. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on december 15, 2021*** it was reported that the procedure was completed with a non bsc device.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). . Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block b5 (describe event or problem) has been corrected.